Manufacturer narrative:
(B)(4).

Event description:
It was reported during a device checkup, inappropriate ams episodes were observed. The patient has a history of retrograde conduction. Adjusting the atrial sensitivity settings, uncovering the retrograde conduction, and programming the pmt response on were recommended. It was decided not to make any programming changes. The patient will continue to be monitored. No further information is available.